Manufacturer narrative:
B3: date of event- corrected from (B)(6) 2021 to (B)(6) 2021. D6a: implant date- corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Novel oral anticoagulants were not used as a post implant regimen. At the 45 day follow up appointment, thrombus was noted on the closure device. No additional information is known at this time. It was further reported that the closure device was a 24mm watchman laa closure device. The patient was discharged on 81mg aspirin and eliquis 5 mg twice a day one day post procedure. The patient contacted the physician's office on (B)(6) 2021 reporting black stools and was advised per the physician to discontinue eliquis and remain on aspirin 81mg. At the 45 day follow up appointment, a 1.6 x 0.6 cm thrombus was noted on the mitral side of the closure device. A 2mm leak was also noted at follow up. The patient restarted eliquis and was scheduled to have a repeat transesophageal echocardiography (tee) imaging appointment in 3 months.

Manufacturer narrative:
Date of event- estimated as it was reported the device related thrombus was from the 45 day follow up in (B)(6). Implant date - estimated as (B)(6) 2021 as this is 45 days earlier than the estimated date of event.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Novel oral anticoagulants were not used as a post implant regimen. At the 45 day follow up appointment, thrombus was noted on the closure device. No additional information is known at this time.